Event description:
Procedure: video-assisted thoracoscopic surgery (vats) according to the reporter: the surgeon used the idrive ultra. The stapler was inserted into the trocar incorrectly by the surgeon. The surgeon did not insert the stapler fully, causing the stapler load point to break. The articulation of the stapler was functioning correctly but the surgeon pushed the blue toggle too quickly. As a result the load point was broken. There was no patient injury. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).